Manufacturer narrative:
The insulin pump was received unable to prime during the prime test and alarmed motor error during basic occlusion test due to loose protruded drive support disk. No a33 alarm. Motor passed motor test. The currents are within specifications. The insulin pump had minor scratched lcd window, cracked case near the display window corners, broken battery tube threads, broken reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that insulin pump may have been dropped or bumped in the past. Customer states insulin "squirt" out when attempted to prime. Customer states drive support cap appeared normal. Customer's blood glucose was 205 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.